Manufacturer narrative:
No product is being returned for analysis. (B)(4).

Event description:
During a rotator cuff repair with lhbt (long head of biceps) procedure, it was reported that the device was implanted into the bone. During knotting, the inner transversal bridge broke and both threads were released, even the one which was not knotted yet. The sutures were completely removed. The site had been prepped with a drill. Review of video provided by customer indicates the following: the healicoil anchor with the broken transverse bridge shows pieces being removed by suction. It looks as though the surgeon attempted to pull it out and to also drill it out however a piece still remains in the patient and the hole itself is otherwise empty. The patient¿s bone quality was reported as hard. The device remains implanted and will not be returned for analysis. The patient¿s post-operative condition was good.